Manufacturer narrative:
Additional, changed, and/or corrected data: d1 d4 d9 h4 h6 laboratory analysis summary the device related to the reported event deflation was received on october 11, 2024. With lot number 1337703. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a cracked valve seat diaphragm valve, observed two openings assessed as surgical damage and observe a delamination total of the valve (adhesive failure). As per the investigation procedure, creases, particles and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.